Manufacturer narrative:
The reported lot number, 546395029, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Implant date: device reported as implanted on either (B)(6) 2005 or (B)(6) 2008.

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, disability and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.